Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported from germany that during service and evaluation, it was determined that moving parts of the trigger of the small battery drive device were not moving smoothly, the coupling was worn, and the motor was damaged ¿ will not run. It was further determined that the device failed pretest for check the attachment coupling, check for sticky triggers, check the function of the device, and check power with the power test bench. It was noted in the service order that the device had a loss of power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.